Event description:
The account alleges that the device will not go into trendelenburg.

Manufacturer narrative:
The account determined that it was not cost effective to repair this device at this time. As of this report, hill-rom has not received any other information regarding this device. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.